Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced and was treated for, swelling around the implant site on three separate occasions ((B)(6) 2010, dates not reported.) The patient underwent a procedure to drain the fluid in (B)(6) 2010 (date not reported). The implanted device remains.